Event description:
It was reported that the implantable cardioverter defibrillator securesense picked up bieminy and has logged it as an episode. Programming changes were performed. The patient was in stable condition.